Event description:
Particulate generated by the improper use of the plastic needle wrench provided with this phacoemulsification needle entered the eye during surgical procedures.

Manufacturer narrative:
A field service notification was initiated on 1/7/2010. (B) (4).